Event description:
It was reported that the patient experienced dizziness. An error message was displayed and the device could not be interrogated. Abbott technical support was contacted and it was suspected that the device had reached end of service (eos). Premature battery depletion was suspected. The device was explanted and replaced to resolve the event. The patient was in stable condition. Additional information was requested but was not available.

Manufacturer narrative:
The reported field event of premature battery depletion, failure to interrogate, data problem and loss of pacing were not confirmed. The device was received in backup operation. The device image showed code corruption and this was the cause of the backup operation. Analysis performed after reloading product code indicated normal device characteristics, voltage is still above elective replacement indicator (eri) level. Device was able to interrogate, and no anomaly was noted on pacing. Code corruption could not be reproduced. The device longevity assessment was performed and the device was found to be in the normal range of operation with appropriate remaining longevity.